Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that on (B)(6) 2021 and (B)(6) 2021, the patient's tubing detached/broken at site connector four times. At the time of the event, her blood glucose level was 200 mg/dl for all occurrences. The infusion set had been used for two days. Further, they replaced the infusion set and insulin was resumed successfully. No further information available.